Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds and the patient experienced phrenic nerve stimulation (pns). X-ray test to assess lead position was recommended. During the remote heart connect follow-up for this patient an rv threshold test in rv only pacing was performed which appeared to show rv loss of capture (loc) at a high threshold. Additionally, the potential symptoms of pns stopped on rv loc. The field representative performed threshold testing after the heart connect call, which showed a much lower threshold. Technical services (ts) recommended to perform a real time electrogram (egm) recordings of this rv threshold testing before it can be providing analysis and recommendations on this test result. Ts discussed troubleshooting considerations. This rv lead remains in service. No adverse patient effects were reported.